Event description:
It was reported by the patient that the device appeared to have moved ¿an inch or more¿ toward the underarm area. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.